Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "dull knife" (dull). The customer reported, the knives are dull. No pt impact was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).